Manufacturer narrative:
Received one (1) used b2033 smallbore ext set w/clamp for inspection. No defects or anomalies noted. The b2033 smallbore ext set was primed. There were no occlusions and restrictions in flow. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional information can be found in b5 describe event or problem. Corrected information can be found in b3 - date of event, e3 - initial reporter occupation, e4 - initial report sent to FDA and h6 component code.

Event description:
Additional information was received from the customer on 01mar2026 stating that the product would not allow flow when attempting to administer a bolus dose of unspecified medication for a patient. There was no human harm.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation; however, a lot history review should be conducted.

Event description:
The event occurred on an unspecified date and involved a 72" smallbore ext set w/clamp, luer lock where the customer reported that the product will not allow fluid to flow. Patient involvement was not reported; harm was not reported as a consequence of this event.